Manufacturer narrative:
(B)(4). Device analysis: the analysis results found that the (B)(4) device arrived with no apparent damage. The breakaway washer was uncut and indented and there were no staples present. The device was reloaded with staples and tested for functionality with a test washer. The device formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples met the staple form release criteria. The condition of the washer indicates that the device had not been fired through a full firing stroke, or possibly that the orange indicator was not fully into the safe green firing range. Before firing the device, the orange indicator should be fully within the green range of the gap setting scale and the safety should not be released prior to firing. Also, if the firing sequence is not fully completed (the firing handle reaches its stopping point and the firing trigger is parallel to the instrument handle), staples could be partially deployed without cutting the washer. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch.

Event description:
Would not fire & malformed staples. It was reported that during the esophagectomy surgery, could not fire when used the first cdh25a. Changed another cdh25a, the surgeon waited 15 sec for tissue compression and fired the device until he could not fire any further. Removed the device and noted that some staples malformed with irregular shape. Checked the washer and noted that was not cut through. Another product was used to complete surgery. There was no patient consequence reported. No additional information can be provided.